Manufacturer narrative:
Based on the information provided, no conclusions can be made. As reported, patient experienced postoperative left breast infection and underwent mesh explant. Medical affairs has assessed the patient¿s postoperative course as being serious and likely related to the study device. Review of the device history records confirmed the device was manufactured to specification. Infection is a known inherent risk of the surgery/use of the device and listed as a possible complication in the adverse reaction section of the instruction for use (IFU) supplied with the device. In regards to infection the warnings section of the IFU states, "if an infection develops, treat the infection aggressively. An unresolved infection may require removal of the scaffold." Note: this MDR report is related to a (B)(6) study conducted to proactively gather real-world evidence on the use and safety of the (B)(4) product family, including galaflex scaffold, galaflex 3d, and galaflex 3dr. All safety events from the study are adjudicated by the bd medical monitor for an independent assessment of severity and relatedness. In an abundance of caution, events for which relatedness cannot be ruled out are processed for MDR reporting. Not returned - mesh explanted.

Event description:
Per clinical trial (B)(4): on (B)(6) 2019, patient underwent bilateral augmentation mastopexy using a full vertical and horizontal t incision. Two pieces of galaform (galaflex 3dr) were used. Concomitant procedures included abdominoplasty, lipo suction, fat grafting to buttocks. On (B)(6) 2019, left breast infection ( (B)(6)) was reported. On (B)(6) 2019, patient had additional surgery as treatment - left breast exploration and debridement with removal of breast implant and mesh per prior notes, with placement of blake drain. Patient also treated with medications from (B)(6) 2019, at different timepoints. (IV beta lactam, IV ceftriaxone sodium. Also, cipro, bactrim, probiotics, gabapentin, percocet, toradol). Resolved on unknown date after (B)(6) 2019. Review by medical affairs identifies the reported ae as likely related to the device and serious.